Event description:
Additional information noted that remote monitoring notification showed noise from the right atrium on the rv lead resulting in oversensing, and it was confirmed on x-ray that this rv lead once again dislodged due to twidler's syndrome. The device was once again reprogrammed and no lead repositioning was scheduled.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. The device was reprogrammed as the lead was capturing thus no lead revision was scheduled at this time. No adverse patient effects were reported, and the patient was not pacemaker dependent.